Manufacturer narrative:
On july 15, 2021the mentor failure analysis lab has received the device for evaluation. Patient's initials are (B)(6). The investigation of the returned device was completed by the failure analysis lab on august 10, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation a bubble was observed in the gel measuring approximately 3.0 cm in diameter. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a hematoma. During visual evaluation of the image provided, some bubbles were observed in the gel. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 275cc mentor memorygel breast implant experienced left sided hematoma post procedure. As a result, patient had an explantation on (B)(6) 2021.